Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. Due to the refractive surprise, the lens was removed and replaced for another same model/length but different power lens. The problem was resolved. Cause of event was reported as patient-related factor and the lens did fail to perform as intended.

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid, in a vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Refractive verification was performed and the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrected data: d4: primary unique device identifier (UDI) # (B)(4): "UDI related data quality updates only" h4: device manufacture date: 10-dec-2022. Claim # (B)(4).